Event description:
The user facility reported a 36-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported optical signal failing after cross clamp was placed for surgery. The pump was removed/replaced with a new impella, resolving the issue. There was no harm to the patient.

Manufacturer narrative:
No product was returned. The pump's data log confirms a placement signal not reliable alarm. The trend in parameters are indicative of a kinked fiber line. The cause of the optical signal issue was most likely a damaged optical fiber line. This report is being filed as part of a retrospective review of historical records.